Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the device to be in good physical condition. Upon review of the event history log of the pump, a depleted battery was found in the device. Device was then powered on and the reported customer complaint was unable to be duplicated. Battery readings were found to be at 86 percent. The event history log of the pump however has confirmed the reported customer complaint. And the problem source has been determined to be unknown.

Event description:
Information was received the system stating battery is depleted, but it is at 99 percent. No adverse effects reported.